Manufacturer narrative:
Concomitant product(s): antibacterial envelope, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a sensation of swelling when laying down on the left side and device migration was suspected. The device remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the wrap-it clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.